Event description:
The primary surgery was performed on (B)(6) 2018. On (B)(6) 2019, the patient underwent revision surgery due to infection. On (B)(6) 2021, the patient was revised for the second time for aseptic tibial loosening. Presently, on (B)(6) 2022, the patient was revised for the third time because of infection. The surgeon performed a single stage revision and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26-aug-2022: lot 189011: (B)(4) items manufactured and released on 30-jan-2019. Expiration date: 2024-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review. Additional components involved: gmk-sphere 02.09.ta410 tibial augmentation size 4/10mm (k130299) lot 189443: (B)(4) items manufactured and released on 10-apr-2019. Expiration date: 2024-03-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot 1909672: (B)(4) items manufactured and released on 12-dec-2019. Expiration date: 2024-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of the review. Gmk-sphere 02.07.0684l revision fixed tibial tray cemented size 4 l (k123721) lot 1810579: (B)(4) items manufactured and released on 02-apr-2019. Expiration date: 2024-03-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar reported case during the period of the review. Gmk-sphere 02.07.fsc13105 extension stem - cemented ø 13 l 105 (k120790) lot 1901744: (B)(4) items manufactured and released on 17-jul-2019. Expiration date: 2024-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar reported case during the period of the review. Lot of the femoral component is not available.